Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) pt samples that were generated by the access 2 instrument. Patient a: the accu tnl result was 1.82ng/ml. The result was reported out of the lab. The pt was transferred to a hospital from the clinic. At the hospital, a fresh sample was collected from the pt and tested for accu tnl; the result was "<0.03". Units and the hospital method are unk. The customer then re-tested the pt original sample for accu tnl and obtained 2 results of 0.01 ng/ml. Patient b: accu tnl result of 0.65ng/ml was reported out of the lab. The pt original sample was re-tested for acuc tnl. The repeated accu tnl result was 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.